Event description:
New information received notes the left ventricular lead was found to be dislodged at a follow-up in clinic and the patient was a (B)(6) year old male.

Manufacturer narrative:
A complete lead was returned measuring 86.7 cm. For the reported events of dislodgement and insulation damage. Visual examination found an insulation cut 25.3 cm. From the connector pin consistent with procedural damage. X-ray examination found no other anomalies. No conductor fractures or internal shorts were found. The reported event of insulation damage was confirmed as a result of procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a lead repositioning procedure for left ventricular lead dislodgement. During procedure, the physician noted the outer insulation of the lead was breached. The physician explanted and replaced the lead. The patient was in stable condition.